Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was found that the motor device cable/cord/wiring was damaged, the motor became hot and loud, and the hose pipe was worn out. It was also noted that the device failed pre-repair diagnostic tests for loctite and cable assessment, hand control assessment, and noise assessment. It was noted in the service order that the motor device had low power. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.